Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the stent dismounted from the delivery system. The target lesion was located in the right distal superficial femoral artery. A 7.0x60x135 cm express ld vascular stent balloon expandable was advanced for treatment. However, the stent dismounted from the delivery system in the left common iliac artery. A 0.014 guidewire was introduced through the dismounted closed stent and inflated it with the coronary balloon. When sufficient space was created, the balloon stent was introduced and inflated at nominal pressure. The procedure was completed, and there were no patient complications as a result of this event.